Event description:
It was reported that there was a revision of the liner due to dislocation and breaking of the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation and a broken liner involving a trident 0 deg constrained insert 22e was reported. The dislocation was confirmed. The broken liner was not confirmed. A review of the x-ray confirms the dislocation. Insufficient medical records were provided for a medical review with a clinical consultant. A device history review confirmed all devices accepted into finished goods conformed to specification .a complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the clinical history, operative reports, additional x-rays, and the reported device is needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of the liner due to dislocation and breaking of the liner.